Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, fluoro function board, isd board, and software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a collimator iris potentiometer error message. No patient injury was reported.